Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that balloon pinhole occurred. The target lesion was located in a vessel below the knee. A 2mmx20mmx142cm coyote¿ es balloon catheter was selected to dilate the lesion. However, during procedure, a small hole on the balloon was suspected. The procedure was completed with another of the same device. No patient complications were reported.